Event description:
It was found from the programming history that a programming anomaly occurred on the date the device was implanted in the pt. The vns pt's generator was put through a system diagnostic test during surgery in the or. This test programmed the generator to 1ma output current. The pt left the or with these settings and not 0ma per labeling on the day of surgery. The generator was not interrogated before the pt left the surgery room.